Event description:
It was reported that the patient is experiencing pain and motion segment compromise in the implant region. In (B)(6) 2012, the patient had undergone a two-level total disc replacement at c5-c6 and c6-c7. Since the implantation of the device, the patient has experienced pain and motion segment compromise in the implant region. Additional information was provided by the surgeon. The patient has a history of neck pain. The patient experienced a work related injury three years prior. Failed non- operative treatment on unknown dates included a discogram, physical therapy, and injections. Numerous second opinions recommended fusion with or without disc removal. The patient continues to have neck pain with no explanation to date. This report is for two pro-disc implants. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two pro-disc implants, part and lot numbers unknown. Implant date reported only as (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.